Event description:
It was reported that this right ventricular (rv) lead recorded noise and a lead anomaly was suspected. Technical services (ts) provided a review, noting non physiologic noise on rv that looks like a lead anomaly. The lead impedances were within range. Additionally, the stored episodes were not in date order, so likely patient had been checked with programmer that had incorrect date time. Subsequently this patient received inappropriate shocks due to oversensing of noisy signal. Per requested from the clinician, ts walked the clinician through the process on deactivating therapies. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).